Manufacturer narrative:
(B)(4). Date sent: 12/7/2023. D4: batch # 412c81. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A manufacturing process issue occurred after completing final inspection. This results in the device being unable to fire the first time that it is fully clamped. The device can recover from this state by re-clamping the device with the battery installed. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 412c81, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for the surgical procedure? What was the surgical procedure being performed? What cartridge color were used? What tissue type was being fired on during the event? Did the device make any unusual sounds? Did the device cute, if so how far? Did the device staple, if so how far? Please provide more details in regards to staple malformation. How was it identified that the patient needed to be brought back to the or? Approx blood loss? Was a transfusion required? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the thoracotomy procedure that the physician when to clamp down on stapler. The device did not fire. A like device was used but when that device was fired the staplers were malformed. Suture was used to repair. When patient was brought back in that afternoon, they found that the source of the bleeding was the staple line. No buttress used.